Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high positive ethanol (etoh) result generated on the unicel dxc 800 pro chemistry analyzer. The result was reported out of the laboratory and amended to negative result on the same day. Result data is not available. Unknown if patient treatment was impacted by this event.

Manufacturer narrative:
The sample was serum collected in 16x75 mm tube and spun for 4 minutes. Qc results before and after the event were within specification. Per customer (B)(4) survey for etoh failed for low level sample; however, service was not dispatched for that event. The field service engineer (fse) replaced unit parts and ran carryover performance verification test (pvt), which initially failed. Fse replaced and aligned probe and wash collar and re-ran the pvt which passed. Bci will continue to monitor the customer root cause appears to be cartridge-side hardware.